Event description:
(B)(4). Heavy bleeding, painful cramps in abdomen area, bleeding between menstrual cycle, painful sex, hair loss, memory/concentration issues, cystic acne started, headaches, dizzy spells, sharp pains in abdomen, dull aching in hips and pelvic area, and more.